Event description:
It was reported that the 4-way valve for an irc5po2 concentrator is sticking. Per independent repair center statement, unit has low o2 or yellow light. The key failure was a 4-way valve sticking. Additional malfunction was: sieve beds, low o2.